Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while in a craniotomy procedure the navigation system froze. The system was rebooted and the issue resolved. There was no delay to the procedure as a result of this issue and no impact on the patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: unique device identification (UDI) inadvertently included on the initial MDR submission. UDI should have remained unpopulated as this device is not released for distribution in the united states.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed because the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a craniotomy. It was reported that the system became unresponsive. The site rebooted the system with resolution. After the site discussed the situation with the medical engineers and they said they will be monitoring the issue. There was no delay to the procedure and no impact on patient outcome.